Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom constant upstream occlusion. Evaluation found the upper and lower ultrasonic sensor readings to be below specification. The ultrasonic sensor was replaced to correct this condition.